Event description:
It was reported that the patient experienced recurring incontinence due to the cuff of his artificial urinary sphincter (aus) was too large. All the components were removed and a new aus was implanted. There were no further patient complications. No more information is available at the moment, additional information was requested and will be provided as it becomes available.